Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Correction included replacement of the system's main board and bottom housing. Unit was calibrated and safety tested to factory's specs.